Event description:
During follow-up, the patient experienced syncope. The device could not be interrogated and was found in backup mode. The device was at end of life due to normal battery depletion. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During follow-up, the patient experienced syncope. The device could not be interrogated. It was reported that during subsequent follow-up, the device could be interrogated normally. The patient was stable and the device remains implanted.

Event description:
During follow-up, the patient experienced syncope. The device could not be interrogated. The device was at end of life due to normal battery depletion. Device explant was anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During follow-up, the patient experienced syncope. The device could not be interrogated. The device was at end of life due to normal battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.